Event description:
The customer claims that this instrument was bought on may 16, 2002. They also state that it breaks at the connection. This is the third one they bought and it broke. The reporter indicated there was patient contact with no patient injury.